Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Shorted out - oral-b toothbrush [device electrical finding] hole in the front... Appears to be browning or burnt marks - oral-b toothbrush [device physical property issue]. Case narrative: consumer's husband, via phone, stated that his wife noticed the oral-b toothbrush shorted out while she was brushing her teeth, which resulted in a hole being blown through the toothbrush which appeared to be browning or burn marks. No injury was reported. 26-may-2025 product qc notes: the product was received by the manufacturer on 26-may-2025. No injury was reported.

Manufacturer narrative:
Product return was requested or it's in transport. Evaluation will occur upon receipt of product return.

Event description:
Shorted out - oral-b toothbrush [device electrical finding]. Hole in the front... Appears to be browning or burnt marks - oral-b toothbrush [device physical property issue]. Case narrative: consumer's husband, via phone, stated that his wife noticed the oral-b toothbrush shorted out while she was brushing her teeth, which resulted in a hole being blown through the toothbrush which appeared to be browning or burn marks. No injury was reported.

Manufacturer narrative:
On 02-jul-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Shorted out - oral-b toothbrush [device electrical finding] hole in the front... Appears to be browning or burnt marks - oral-b toothbrush [device physical property issue]. Case narrative: consumer's husband, via phone, stated that his wife noticed the oral-b toothbrush shorted out while she was brushing her teeth, which resulted in a hole being blown through the toothbrush which appeared to be browning or burn marks. No injury was reported. Follow-up: the product was received by the manufacturer on 26-may-2025. Follow-up: 'no manufacturing cause' and 'no design issue' identified based on investigation.